Event description:
It was reported that a malfunction occurred on the pump, identified with a malfunction code malf 12, and the issue was resettable. Blood glucose level remained within a safe range and did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump and instructed to monitor for any recurring malfunction codes; no further incidents were reported, and the customer could continue to use the pump.